Event description:
This spontaneous report was received on (B)(4) 2012 from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route dental, lot number 2929d, frequency and expiration date unspecified). After an unspecified duration, the cutter broke off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route dental, lot number 2929d, frequency and expiration date unspecified). After an unspecified duration, the cutter broke off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information was received on (B)(4) 2013 a review of the data associated with the complaints category revealed no adverse trends and no trend involving lot number 2929d. The returned field sample evaluation showed evidence of loose cutter for reach johnson and johnson floss, mint waxed. Disposition is confirmed. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.